Event description:
The manufacturer received information alleging the device did not meet the acceptance criteria of the evaluation process due to cosmetic concerns. There was no patient harm or injury reported. The device was not in patient use. Upon evaluation of the device, it was found that the unit failed testing due to needing a new active exhalation control module. The customer requested the unit not be serviced and was returned unrepaired.